Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011, and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. Additional information has been requested.